Manufacturer narrative:
Device evaluation: received one (1) used product sample. As received no damage or anomalies were observed. To replicate clinical use the cuff was inflated using an ICU medical provided syringe. The cuff inflated as normal. To visualize any leakage the set was submerged in water. The leak was observed further up in the inflation line cavity junction at the base of the cuff. The probable cause was due to an inflation line insertion error during manufacturing assembly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
The customer returned the device stating, ¿the cuff was damaged¿; during device evaluation a leak was found caused by an assembly error during manufacturing. The event occurred during the patient use. There was no adverse event.